Event description:
It was reported that the patient underwent a bi-lateral robotic hernia repair with an inflatable penile prosthesis (ipp) reservoir replacement. The patient did not experience any further known complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.